Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 4-5 millimeter (mm). An angiogram revealed moderate paravalvular leak (pvl) from the left cusp. A balloon aortic valvuloplasty (bav) was performed with no change in pvl. The same balloon was introduced and went through one of the top struts of the valve, causing it to dislodge intra annular. Subsequently, a second transcatheter bioprosthetic valve was implanted while a snare held the first valve in place. The pvl was reduced to mild. No adverse patient effects were reported.